Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent auto-off alarms. Reportedly, the customer had programmed the setting for 12 hours however the customer reported the alarm occurring after 15 hours. The customer's blood glucose level was 240 mg/dl.